Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device had low sound. The cause was identified to be a loose speaker on rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low sound. No additional information is available.